Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was cut while packaging it up. The following information was provided by the initial reporter: "the tube of the connector was cut during the process of packaging up."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: a 20041e sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21115362. The feedback provided by the customer indicates the tubing was cut. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the tubing had been cut during the packaging process with part of the tubing protruding out of the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations into complaints of this nature have identified that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. If the set is not coiled in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged and flattened appearance of the tubing. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21115362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site.